Event description:
A pt of a physical therapist, (B)(6), pt, received a pneumothorax after a dry needling treatment and was hospitalized at (B)(6) hospital on (B)(6). Treatment for the pneumothorax was provided by (B)(6), md. Pt providers use acupuncture needles to perform an acupuncture technique called dry needling. There is no standard training or state registration required for pts to do acupuncture. There is an acupuncture practice act, but pts perform this technique under their scope without registration. It is unk where this pt was trained. Training may be as little as 23 hours in a continuing education course with no clinical time.